Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this 31-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2021 following abdominal pain and turbid peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with klebsiella pneumoniae and a white blood cell (wbc) count of 708/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) gentamycin at 30mg every day for two weeks. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler and products (not fresenius products) for the duration of this admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. The patient returned to the outpatient clinic twice for a peritonitis follow up and it was found through additional peritoneal effluent fluid cultures taken on (B)(6) 2021 and (B)(6) 2021, the initial klebsiella peritonitis was refractory. The patient¿s ip gentamycin at 30 mg was refilled both times the cultures were taken; however, the patient has been asymptomatic since the initial antibiotics were given. The patient¿s pd catheter (not a fresenius product) was scheduled to be removed on (B)(6) 2021 as the patient will transition to backup hemodialysis (hd) on an in-center basis. It was confirmed the patient¿s peritonitis, associated hospitalization and scheduled pd catheter removal were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will resume pd therapy on the same liberty select cycler once cleared by his physician.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this 31-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2021 following abdominal pain and turbid peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6)2021 presented with klebsiella pneumoniae and a white blood cell (wbc) count of 708/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) gentamycin at 30mg every day for two weeks. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler and products (not fresenius products) for the duration of this admission. The patient had an uneventful hospital course and was discharged to home on (B)(6)2021. The patient returned to the outpatient clinic twice for a peritonitis follow up and it was found through additional peritoneal effluent fluid cultures taken on (B)(6) 2021 and (B)(6)2021, the initial klebsiella peritonitis was refractory. The patient¿s ip gentamycin at 30 mg was refilled both times the cultures were taken; however, the patient has been asymptomatic since the initial antibiotics were given. The patient¿s pd catheter (not a fresenius product) was scheduled to be removed on (B)(6) 2021 as the patient will transition to backup hemodialysis (hd) on an in-center basis. It was confirmed the patient¿s peritonitis, associated hospitalization and scheduled pd catheter removal were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will resume pd therapy on the same liberty select cycler once cleared by his physician.

Manufacturer narrative:
Additional information: h6 health effect - clinical code: c26682 correction: h10 plant investigation plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. At this time a search in the sap system was performed to verify product availability for alternate samples at the distribution centers. According to the sap system no product is available of the lots delivered to the customer, on distribution centers to be analyzed. The entire lots have been sold and distributed; please see attachment a, for stock search. In addition was review the user guide p/n (B)(6) and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis can be attributed to non-adherence to aseptic technique during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique or ¿touch contamination¿ during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human gastrointestinal tract, may colonize the upper aerodigestive tract and genitourinary tract. Therefore, the liberty cycler set can be excluded as a source of this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this (B)(6) male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2021 following abdominal pain and turbid peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with klebsiella pneumoniae and a white blood cell (wbc) count of 708/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) gentamycin at 30mg every day for two weeks. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler and products (not fresenius products) for the duration of this admission. The patient had an uneventful hospital course and was discharged to home on 1/jul/2021. The patient returned to the outpatient clinic twice for a peritonitis follow up and it was found through additional peritoneal effluent fluid cultures taken on (B)(6) 2021 and (B)(6) 2021, the initial klebsiella peritonitis was refractory. The patient¿s ip gentamycin at 30 mg was refilled both times the cultures were taken; however, the patient has been asymptomatic since the initial antibiotics were given. The patient¿s pd catheter (not a fresenius product) was scheduled to be removed on (B)(6) 2021 as the patient will transition to backup hemodialysis (hd) on an in-center basis. It was confirmed the patient¿s peritonitis, associated hospitalization and scheduled pd catheter removal were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will resume pd therapy on the same liberty select cycler once cleared by his physician.